Manufacturer narrative:
MDR ref#: 9615742-2009-00092 (avaulta anterior biosynthetic support system). Bard MDR ref #: 1018233-2009-00129. Note: this report corresponds with bard's report for an "avaulta posterior system".

Event description:
Procedure type: urological. According to the reporter: the pt underwent a posterior and anterior procedure for treatment of vaginal and rectal prolapse and urinary incontinence, vaginal trachelectomy, bilateral uterosacral ligament plication with vaginal vault suspension, perineorrhaphy, mid urethral sling placement (uretex modification), and cystoscopy. Allegedly, the pt experienced pain, erosion, scarification, dyspareunia, urinary incontinence and urgency episodes and difficult bowel movements. The pt will require additional surgery.